Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. Therefore, this complaint is pointing to exception (issue) 136516. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first triclip was implanted on central to medial side of anterior and septal leaflet and second triclip was implanted on medial side of posterior and anterior leaflet. Steerable guide catheter was removed from the patient while it was still attached to the stabilizer. Guide was unable to be removed from the stabilizer. After multiple attempts, forceps was used to push the back pin in the direction of patient's head. After multiple attempts, the pin pushed in the direction of the patient head and was able to remove the guide from the stabilizer. The final tr was grade 1+. There were no adverse patient effects or clinically significant delays reported.